Event description:
It was reported by the pt that his knee was buckling, clicking and popping since 2 weeks after initial surgery. X-rays showed that tibia had become "unglued." Revised in 2006 and found that stem on tibial baseplate insert had been cut off.

Manufacturer narrative:
Device is not available for eval and no add'l info has been provided at this time.